Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cathena 24gx0.75in straight bc leaked blood. The following information was provided by the initial reporter: after catheter placement, the hcp advanced the catheter and then saw blood leaking before retracting the needle. Blood leakage from the catheter hub was not observed. The customer have never experienced such an incident like this before and would like to know possible issues attributable to product defect as well as to manipulative techniques.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: four photos and one sample were received by our quality team for evaluation. From the returned photos and sample, blood was seen in the flashback chamber but no leakage was observed. This is normal after usage of the product, therefore the team was not able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that cathena 24gx0.75in straight bc leaked blood. The following information was provided by the initial reporter: after catheter placement, the hcp advanced the catheter and then saw blood leaking before retracting the needle. Blood leakage from the catheter hub was not observed. The customer have never experienced such an incident like this before and would like to know possible issues attributable to product defect as well as to manipulative techniques.